Event description:
A hospital reported via a distributor that an auto feed chamber sprang a leak at the glue joint while in use on a ventilator. The event was described as follows: "the unit began squirting water out of the seam and was caught immediately and replaced." Fisher & paykel healthcare ("fph") made further inquiries and received clarification that the event involved an mr225 manual fill infant/pediatric humidification chamber which had suffered seam failure between the aluminium base and the chamber. The device was used in conjunction with the 3100b high frequency ventilator and had been used for 5 days at the time of the event. The hospital confirmed that water leaking from the chamber alerted hospital staff of the event. No pt consequence was reported.

Manufacturer narrative:
The device is currently en route to fisher & paykel healthcare for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available. A lot check revealed one other complaint of this nature for this lot number.